Event description:
The pt received a pca primary knee in 1985 at another institution. In 1992 he started complaining of pain. On 12/10/93 the dr. Revised the tibial and patella components. The primary tibial component was worn down to metal on the medial side. There was substantial osteolysis on the tibia as well as the femur.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.